Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use the wholey wire gw 145cm with a non-medtronic product. During the procedure a dissection was observed by radiopaque staining peri coronary sinus. The physician reported the dissection was due to the wholey wire. The patient was monitoring for possible cardiac tamponade, it was reported the dissections separated layers usually come together in time, independently of any intervention. No intervention reported 2019-02-06, 12:41:20, (B)(6): complaint information was received 23 jan 2019 - this is the notify date for the file. Up till then we did not have any information regarding an allegation.